Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a non sustained right ventricular oversensing alert possibly related to p wave oversensing, though not confirmed, was observed on the implantable cardioverter defibrillator. Programming changes and adjustments were recommended but not made at this time. The patient was stable.